Event description:
It was noted after a 3-4 vessel peripheral angiographic procedure, the pt experienced left eye pain and severe nausea. Pt noted to have difficulty with right leg coordination, primary physician noted a stroke. Pt status is listed as "ok". It is unclear how the catheter performance is realted to the incident.